Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak test and functional testing. A rear tip extender (rte) 2cm passed visual inspection and there were no visual damages or abnormalities found. The cylinder was visually inspected, and leak tested. The cylinder had wear at a fold in the proximal and distal ends of the cylinder. The cylinder had holes in the outer tube from wear in the proximal end of the cylinder. The cylinder had leaks from wear in the proximal end of the cylinder. Based on the information available and analysis results, the mechanical issue, and hole were confirmed with a conclusion cause of cause was traced to component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis right cylinder and pump were removed and replaced due to a hole in the right cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis right cylinder and pump were removed and replaced due to a hole in the right cylinder. No patient complications were reported.